Event description:
The physician reports performing cataract surgery with implantation of the li61aor intraocular lens into the left eye. During insertion and positioning of the lens, the lens dislocated. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the wound.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.